Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis, scarring and "(B)(6)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: ¿ ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvéderm® ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the physicians included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision.¿ ¿additionally there have been reports of nodules, infection, and inflammation.¿ ¿ ¿the onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs.¿

Event description:
Healthcare professional reported that four days after injection in the "glabella area" and "areas around the mouth" with one syringe of juvéderm® ultra plus xc and one syringe of juvéderm® ultra xc, the patient indicated they developed a "2 inch vertical area with tissue necrosis." Physician confirmed the issue is "more to the right side" of the patient's glabella area, and that the areas "around the mouth" have no symptoms. No treatment has been provided, but the physician is considering using hyaluronidase, and expressed concern about possible permanent "scarring." Physician noted that they "sent the area for a microbiology pathology test and it came back with (B)(6)." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00439 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® ultra plus xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that four days after injection in the "glabella area" and "areas around the mouth" with one syringe of juvéderm® ultra plus xc and one syringe of juvéderm® ultra xc, the patient indicated they developed a "2 inch vertical area with tissue necrosis." Physician confirmed the issue is "more to the right side" of the patient's glabella area, and that the areas "around the mouth" have no symptoms. No treatment has been provided, but the physician is considering using hyaluronidase, and expressed concern about possible permanent "scarring." Physician noted that they "sent the area for a microbiology pathology test and it came back with (B)(6)." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00439 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® ultra plus xc.

Manufacturer narrative:
The laboratory analysis is limited to what is observed at the time of analysis and is not intended to communicate causality. The laboratory analysis could not confirm the reported events as no defect to the syringe was observed by the laboratory analysis technician.

Event description:
Healthcare professional reported that four days after injection in the "glabella area" and "areas around the mouth" with one syringe of juvéderm® ultra plus xc and one syringe of juvéderm® ultra xc, the patient indicated they developed a "2 inch vertical area with tissue necrosis." Physician confirmed the issue is "more to the right side" of the patient's glabella area, and that the areas "around the mouth" have no symptoms. No treatment has been provided, but the physician is considering using hyaluronidase, and expressed concern about possible permanent "scarring." Physician noted that they "sent the area for a microbiology pathology test and it came back with (B)(6) pseudomonas klebsiella." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00439 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® ultra plus xc.